Event description:
It was reported that cadd- legacy pump alarmed error code. During testing. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device appeared to be intact. The event log history was reviewed and evidence of error messages was found. Upon function testing, the reported problem was duplicated. The backup capacitor was found to be defective. The root cause of the reported problem unknown. The capacitor was replaced to resolve the issue. A manufacturing DHR (device history review) was not performed as it does not indicate a problem with the manufacture or repair of the device.